Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, reservoir tube, belt clip slot and battery tube threads. Unit received with corroded battery tube.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.